Manufacturer narrative:
The required intake information to enable further investigation at abbott diagnostics (B)(4), inc., such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported false negative results with the ID now covid-19 assay. The customer reported that the staff speculated that an ID now machine was generating false negative results for the covid-19 assay. No information was provided regarding date/time of testing, swab and sample type, or repeat testing. Information regarding additional/repeat/confirmation testing was not provided. No patient information, including symptoms, treatment, and outcome, was provided. Per the customer, the site did not keep track of this information. Therefore, further information will not be provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms, or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported, or handled. False negative results may also occur if amplification inhibitors are present in the specimen, or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.